Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 19-aug-2024. Device evaluation based on the product analysis performed, the assessments of the complaints are: rupture: observed opening on posterior side assessed as fold flaw opening. Capsular contracture: unable to observe as it is not related to the device. Granuloma: unable to observe as it is not related to the device. Local reaction: unable to observe as it is not related to the device.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Healthcare professional later reported rupture diagnosed at explant. Pathological examination was done which showed ¿chronic inflammation¿ and ¿granulomatous reaction to a foreign body¿. Device has been explanted.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture" and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV; rupture found at surgery; "granulomatous reaction to a foreign body".

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, rupture found during explant surgery, "chronic inflammation", and "granulomatous reaction to a foreign body¿. The device has been explanted. Capsulectomy was performed.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. Granuloma: unable to observe as it is not related to the device. Local reaction: unable to observe as it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, rupture found during explant surgery, "chronic inflammation", and "granulomatous reaction to a foreign body¿. The device has been explanted. Capsulectomy was performed.